Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise leading to pacing inhibition. No intervention was performed. Patient condition was stable.